Event description:
The customer reported that the footswitch stuck, and the system produced uncommanded x-rays during a case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A spring on the footswitch was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.